Event description:
It was reported that the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
There was no ge service performed. The system was allowed to charge the batteries overnight. The system operates as intended.